Event description:
It was reported to medtronic minimed that the customer called in to report a crack on the battery side of the pump, specifically at the case and battery tube threads. The event involved product(s) mmt-1884,mmt-332a,mmt-396a. The customer reported blood glucose value of 500 mg/dl, and the hyperglycemic event was treated with manual injection. The customer declined further troubleshooting. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer is unsure how the damage occurred but noted it happened while using a silicone case. The infusion set and reservoir showed no signs of damage, and there was no damage to the pump's retainer ring. The damage is impacting pump functionality, as the pump display is now blank. The customer was advised to disconnect from the pump, discontinue use, and revert to their backup plan as per healthcare provider (hcp) instructions. Instructions were provided on how to put the pump in storage mode after discontinuation. No further patient complications were reported. No product replacement/return policy for mmt-332a,mmt-396a. Mmt-1884 was expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No power related alarms or alerts were found in adapt on the event date or seven days prior. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2 and lcd assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked and label damage (stained). Blank display not confirmed. Unable to verify customer's high bgs. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.